Manufacturer narrative:
Follow-up #1: date of submission 10/29/2015, device evaluation: the device has been returned and evaluated by product analysis on 10/19/2015 with the following findings: a review of the alarm history showed multiple low cartridge warnings. The pump's history showed that all sound features were set to high. The pump had vibratory functions, but no audible sounds. A low cartridge warning was reproduced on the bench for testing purposes. The pump showed the correct warning on the screen but no audible sound was given. After 1 hour of not confirming the warning, the pump gave a vibratory alert. A visual inspection showed that the audible tone spring contacts were misaligned, not making a full contact with the piezo chip causing the audible alarm sound loss. The height was adjusted and the auditory tones returned. The display screen had a pinkish contrast.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump was not giving a low cartridge warning. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.